Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she got a terrible infection that she had been battling for months. Two days after implant, she had explosive diarrhea (B)(6) 2016. On the day of surgery, the patient was given antibiotic keflex for seven days. She called the healthcare professional's (hcp) office and they said she must have picked up a bug and it was not due to the external neurostimulator (ens). She was still having diarrhea after (B)(6) 2016 and went to the emergency room on (B)(6) 2016. They gave her IV fluids and two oral antibiotics. They did a stool culture and it came back as c. Difficile, which is a bacterial infection in the colon. The patient still continued with diarrhea and went to the family doctor on (B)(6) 2016. He told her to continue taking the medication given by the emergency room. On (B)(6) 2016, the patient went to the emergency room because she was so weak and dehydrated. They admitted her to the hospital for 48 hours. They had her on IV fluid and IV antibiotics and they sent her home with some different oral antibiotics. The patient went to the gastro and intestinal doctor yesterday and she still had diarrhea. He started her on a second round of antibiotics. The patient stated"they" did not know what source the patient got it from.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.